Manufacturer narrative:
An event of device deformity and off-label use was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that there was no an anatomical interference, no angulation or kink in the delivery system upon deployment, and an 8f delivery system was used. Based on the available information, the cause of the reported device deformity could not be conclusively determined. The reported off-label use was related to user used an amplatzer multi-fenestrated septal occluder - cribriform for a patent foramen ovale (pfo) using a 8f amplatzer torqvue delivery system. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note, per the amplatzer multifenestrated septal occluder - ¿cribriform¿ - instructions for use, "indications and usage: the amplatzer¿ cribriform occluder is a percutaneous, transcatheter, atrial septal defect closure device intended for the closure of multi-fenestrated (cribriform) atrial septal defects. Patients indicated for asd closure have echocardiographic evidence of fenestrated ostium secundum atrial septal defect and clinical evidence of right ventricular volume overload (i.e., 1.5:1 degree of left to right shunt or rv enlargement). Contraindications: treatment of patients with patent foramen ovale (pfo) defects. This device has not been studied in patients with pfo defects. "

Event description:
It was reported that on (B)(6) 2024, a 30mm amplatzer multi-fenestrated septal occluder - cribriform was chosen for a patent foramen ovale (pfo) using a 8f amplatzer torqvue delivery system. During procedure, the left and right atrial disc bulged or mushroomed. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 35-25mm amplatzer talisman pfo occluder was chosen and successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was a slight delay in procedure and no adverse patient effects. The patient was reported discharged.